Event description:
It was reported the ultrasonic surgical device blade broke off in the abdominal area. The broken part was retrieved from the patient body, resulting in a slight delay. The issue occurred during a therapeutic endourological procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information the results of the legal manufacturer's final investigation. Please see updates to d4, d8, d9, h4, h10, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been a year since the subject device was manufactured. Based on the results of the investigation, the reportable event was likely caused by the following: 1. The "seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3.the ¿seal & cut¿ output was activated under this situation, the scratches indicate that the probe and grasping section were in contact with each other were made. 4.the output was continuously activated in state of above description 3, and a force was applied to the probe, causing the probe cracked and error occurred. 5. A load was applied to the probe, and it broke. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. A definitive root cause could not be confirmed. The event can be detected/prevented by following the instructions for use which state: the instruction manual was reviewed, revealing the following descriptions relevant to the reported event. The manual explicitly outlines precautions related to this event. Drawing number and revision number of IFU: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. ¿ during output, do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments. Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities, which may lead to burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.